Event description:
It was reported that the pack had a tear in the package, but the table pack was not punctured. There is evidence of blue wrap on the velcro strip. Pictures were provided of the damaged packaging. Related to mfg report's # 2248146-2014-00219, 2248146-2014-00221.

Manufacturer narrative:
The product was returned for eval. An investigation into this issue will be performed and a supplemental report will be submitted with the results. Internal complaint # (B)(4).